Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a preface® guiding sheath with multipurpose curve and a hub detachment issue occurred. It was reported that when the preface® guiding sheath with multipurpose curve was being removed from the femoral vein post procedure, the white hub separated into two parts. The irrigation side port was then looped around the ablation catheter. All pieces were successfully removed from the patient. There was no patient consequence reported. Additional information was received on the event. Part of the hub detached and it broke in half. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not known. The event was assessed as MDR reportable for a hub detachment issue.

Manufacturer narrative:
The device evaluation was completed on 26-jul-2022. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a preface® guiding sheath with multipurpose curve and a hub detachment issue occurred. It was reported that when the preface® guiding sheath with multipurpose curve was being removed from the femoral vein post procedure, the white hub separated into two parts. The irrigation side port was then looped around the ablation catheter. All pieces were successfully removed from the patient. There was no patient consequence reported. Additional information was received on the event. Part of the hub detached and it broke in half. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not known. The product was returned to biosense webster for evaluation. It was sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed that the cap was separated from the preface unit. The dimensional and microscopical analyses were found within specifications. A device history record review was performed and no internal actions related to the reported complaint were identified. The complaint reported by the customer as ¿hemostasis valve/hub ~ separated - during use¿ was confirmed, the returned unit presented a cap separation condition. Exact cause of the cap separation could not be conclusively determined during the analysis. The dimensional analysis results were found within specification. Procedural factors or handling process may contribute to this issue. Controls are in place to verify the product conditions; the cap assembly are inspected 100% before leaving the facility neither the phr review nor the product analysis suggests that the found damage could be related to the manufacturing process of the unit. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).